Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under the back therapy pads. There are no allegations of any bleeding, oozing, or weeping wounds. The patient was remeasured and issued new garments. The patient's doctor prescribed triamcinolone cream and the irritation improved.